Event description:
On (B)(6) 2020, it was reported that a stoma site culture was collected and the oral antibiotic treatment was extended to be taken trough (B)(6) 2020. On (B)(6) 2020, the patient continued to have granulation tissue and pus at the stoma site, and abdominal pain when mobilizing the tube. Growth test results showed some colonies of candida albicans, sensitive to fluconazole. CT scan revealed no well-organized abscess.

Manufacturer narrative:
Reference record (B)(4). . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy in (B)(6) 2019. On an unknown date the patient experienced pain, redness, and yellow puss at the stoma site. The patient was treated with two rounds of oral antibiotic, clindamycin 150 mg four times a day. The event of stoma site redness and puss unchanged and continues.